Event description:
I ordered a heating pad online through (B)(6). During the first use, it burned the pad as well as my couch. It was on for less than an hour. There is a three hour automatic shut off. Had we left it on while not home or asleep, it certainly would have caught the couch completely on fire. As it is, after less than an hour it did burn my couch; (B)(6). (B)(4).